Event description:
It was reported to resmed that an astral device did not power on or off. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the device powers on when connected to mains power and revealed the internal battery was depleted. Charging the device battery addressed the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).